Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a skin irritation. The patient had broken skin under front left electrode. The patient's doctor instructed the patient to take off lifevest while the area healed. Follow up indicated that the skin irritation had improved.